Manufacturer narrative:
Since this event resulted in medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the malfunction would be likely to cause or contribute to a serious injury should it recur. As such, this event meets the definition of a reportable event per 21 cfr part 803.

Event description:
In this event it is reported that surgiguide did not fit well in the patient's mouth. It was rocking on one side. The doctor said he tried it on the model prior, and it fit very tightly on the model. The patient was already anesthetized before he realized the guide did not fit. He stated he did not perform the surgery.